Manufacturer narrative:
Pump pedal weld.

Event description:
It was reported by service report that the weld is broken on pump pedal on 1061 stretcher. No pt involvement or adverse consequences are reported.